Manufacturer narrative:
Additional information: the catheter tip was positioned 5 cm below sfj and verified with intra operative ultrasound. 3 medtronic personnel were in attendance during this case. The case was performed by an experienced vascular and endovascular surgeon. Because the greater saphenous vein was treated, no compression stockings were used after the procedure. The first line of treatment was local cold pads and oral nsaids. As this did not lead to resolution of the symptoms and presence of eritema, oral dicloxacillin was started. As no resolution was observed with this treatment, oral prednisolone was started and only then did the symptoms resolve. The patient is currently in a good condition with complete resolution of symptoms. The treating physician feels that this effect was secondary to a severe phlebitis and allergic reaction secondary to n-butil cyanoacrylate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: four photographic images of the patient¿s symptoms were received from the customer for evaluation. Per the images, inflammation and redness were observed on the patient skin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a venaseal procedure carried out on the patient's right leg with no issues reported. The procedure was completed under local anesthesia as per the IFU. A sterile band aid was applied over the puncture site. Three days later the patient complained of increasing pain, swelling of the leg and a "red path" over the course of the greater saphenous vein. Antibiotics were administered but the symptoms did not respond to this treatment. The symptoms resolved after use of oral corticoids (prednisolone).